Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgery technician reported that on (B)(6) 2018, during a posterior cervical decompression and fusion surgery, the 437a2409 standard knob assembly of the a2079 mayfield infinity xr2 base unit broke. The bed attachment arm broke the screw that connects to the head clamp, releasing the patient's head. No patient injury was noted. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 08mar2018. A photo was supplied by end user and it showed the knob stud broken in the thread. The device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 01dec2017 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The reported complaint is confirmed. The most likely root cause of complaint event is user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Manufacturer narrative:
The device was returned for evaluation and the knob stud was broken in the thread. The complaint is confirmed. Integra life sciences thoroughly investigated the complaint event and it included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.